Event description:
It was reported that the harmonic ace curved shears insert instrument accessory tip was noted to be broken during a da vinci surgical procedure. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The isi representative contacted the site to obtain additional information regarding the reported complaint. It was indicated that the tip was broken and fell into the patient. The tip was found and removed during the same procedure. No post-operative x-ray tests were performed. There was no harm and no adverse event occurred. The patient has recovered as planned. The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the instrument curved grip tip was broken. The missing piece was not returned with the instrument. The tip was missing a piece 0.285 long. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found.

Manufacturer narrative:
The isi representative contacted the surgeon to request additional information regarding the reported complaint. It was indicated that no fragment was retained inside the patient. An x-ray was performed to locate the fragment. No additional or larger incisions were made to retrieve the fragment that fell into the patient. The patient has recovered as expected. A follow-up MDR will be submitted if additional information is received.